Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to intermittently deliver correction boluses. No details were provided. Troubleshooting was declined by the customer. There was no reported adverse impact to the customer's blood glucose level.